Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: the keypad was found to be torn and peeling. The contrast and ok buttons were unresponsive. The contrast button contact was missing. Contamination was found underneath the remaining button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were unresponsive. This report is made based on results of investigation completed on 11/19/2015.